Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to a high-riding pump in the scrotum. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified; however, during functional examination, the pump did not pass activation test. Based on the information available and analysis results, the reported clinical observation of pump migration could not be confirmed; therefore, a conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to a high-riding pump in the scrotum. No patient complications were reported.